Manufacturer narrative:
As no additional information is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that shock impedance on this right ventricular (rv) lead was increasing, although it remained within acceptable limits. Noisy signals were noted on this rv lead, which were oversensed. The patient was hospitalized and this rv lead was surgically abandoned and replaced. The patient's cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced during the same procedure. No additional adverse patient effects were reported.